Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has over three years since the subject device was manufactured. Based on the results of the investigation, the foreign materials most likely remained in the device because reprocessing could not be conducted properly due to leakage at the distal end. However, the root cause could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found in addition to the reportable findings provided in b5, the air/water cylinder and suction cylinder had no color, the grip was shaved, the forceps channel port and objective lens were scratched, the plug unit is damaged, the scope cover case unit had a crack, due to a crack on the distal end; water tightness was lost, the plastic distal end cover had a chip, the connecting tube had a cut, and the universal cord on the suction connector side is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/water cylinder had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.